Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. There were visual indications of fluid in hp2 tubing. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain one of pd treatment. There was an air detected in cassette warning encountered. The cause of the leak is unknown. There was fluid found in the cycler in the pump module area and on the exterior of the cassette after cancelling treatment. Upon follow up, the patient said there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did get a new cycler. The patient did manual treatments in the absence of a cycler. The cycler is available to be returned.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain one of pd treatment. There was an air detected in cassette warning encountered. The cause of the leak is unknown. There was fluid found in the cycler in the pump module area and on the exterior of the cassette after cancelling treatment. Upon follow up, the patient said there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did get a new cycler. The patient did manual treatments in the absence of a cycler. The cycler is available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.